Event description:
It was reported that the pacemaker exhibited a failure to interrogate and did not appear to be pacing on telemetry. No interventions or changes were reported. The patient was in stable condition.

Event description:
New information noted the patient was seen in the emergency room. While attempting to analyze the device, the pacemaker could not be interrogated. No changes or interventions were reported. The patient was in stable condition.

Event description:
New information noted the pacemaker continued to exhibit a failure to interrogate. No interventions or changes were reported. The patient was in stable condition.